Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.

Event description:
It was reported that there are multiple lines displays across the touchscreen. Reportedly, the touchscreen is unresponsive. Customer had elevated blood glucose levels (460 mg/dl). Customer has back up lantis for insulin therapy, and delivered a manual injection to stabilize blood glucose levels.